Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. During evaluation, I noticed cracks in both handle joints: cracks under the battery port and cracks under the airpath. Scratches on the front cover, feet damaged.  The inlet air path assembly and removable air path foam were replaced per remediation. The front enclosure kit will need to be replaced due to physical damage or cracks. The rear case kit with enclosure seam gasket will need to be replaced due to physical damage or cracking. Enclosure feet will need to be replaced due to being missing. All components have been replaced.  Section d4: unique identifier (UDI) was captured incorrectly in the previous report. It has been corrected in this report.